Manufacturer narrative:
D.4: unique device identifier not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all the station was in critical override. A technical support specialist (tss) received the case through reassignment and accessed the application server to review devices within the system, identifying multiple devices with several in critical override status while only a few stations were recently impacted. The tss confirmed that message processing was ongoing and correlated the critical override events with the reported timeframe, noting that the issue had largely self-resolved with minimal stations remaining affected. The tss performed troubleshooting on one impacted station and identified delayed order messaging while admission data remained current, then restarted the messaging services which resulted in partial recovery. The tss attempted to deploy the interface services utility, which was unsuccessful, and escalated the issue for further investigation. The tss communicated all findings to the concerned contact and subsequently received confirmation that the issue was resolved, after which the case was closed. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ es server all the station was in critical override. The customer tried to reboot, but issue was not resolved. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.